Event description:
It was reported that the patient was unable to feel the stimulation their implantable neurostimulator (ins) despite reprogramming efforts. It was noted that the patient did have a fall one week post implant of the ins. Impedance testing showed values >4000 ohms. On x-ray a kink was noted on the lead and as well as the lead ¿freely¿ pulled out of the ins battery despite the setscrew being secured. It was decided to replace the lead but the new lead showed abnormal impedance readings so the physician decided to replace it. A new lead showed normal impedance readings when connected to the new ins battery. The patient then felt the stimulation and was receiving therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the patient had battery issues with their implantable neurostimulator (ins). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0d0eb, implanted: (B)(6) 2014, product type: lead; product ID 3889-28, lot# va0d0eb, implanted: (B)(6) 2014, product type: lead. (B)(4). Analysis of the returned neurostimulator model 3058 serial #(B)(4) showed that the set screw was backed out too far. Normal impedances were observed when tested with a known good lead. Good, stable output was seen on the electrode pairs as received.